Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An attempt was made to inflate the device during the analysis, however the inflation fluid leaked through the midshaft and corewire break. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found one corewire break at 15mm distal from the midshaft to hypotube bond. A visual and tactile examination of the midshaft section found a break at 15mm distal from the midshaft to hypotube bond. This type of damage is likely to have been caused by excessive tensile forces being applied to the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.50 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent delivery system balloon ruptured during dilatation of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.50 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent delivery system balloon ruptured during dilatation of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.